Event description:
It was reported that a patient presented to clinic for follow up. The right ventricle (rv) lead exhibited noise over sensing. No intervention or procedure was performed. The patient was stable throughout.